Event description:
On (B) (6) 2010, the lay user/pt in the (B) (6) contacted lifescan alleging that one touch ultra2 meter read inaccurately high. The medical surveillance specialist (mss) wrote f/u questions to the technical service representative (tsr) to ask the pt but the tsr was not able to reach the pt. The following complaint was classified based on info obtained from lfs customer service. The pt reported readings of 10 mmol/l with her meter and 5 mmol/l on a doctor's meter after a 20 minute walk down from one area of the hospital to the doctor's office area. She says she thinks the inaccurate readings started in (B) (6). The pt says she did not take any action regarding management of diabetes due to the issue. She said that 20 minutes after the first sign of inaccurate readings, she experienced sweating, shaking, and dizziness; symptoms she attributes to hypoglycemia. The pt says she obtained glucose tablets/glucose gel as treatment for the symptoms. The pt said she takes an adjustable amount of insulin for her diabetes. She mentions doses of 28 units of humalog in the morning and 24 units in the evening. She also takes metformin. According to the troubleshooting performed with customer service, the pt's testing steps were correct. The test strips were within expiration dating. The meter was set to the correct unit of measure at the time of testing. Although details of the incident are unk, this complaint is being reported because the pt alleged the meter gave inaccurate readings and subsequently suffered symptoms indicative of hypoglycemia requiring treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.